Event description:
Boston scientific received information that this right ventricular (rv) lead had threshold measurements at 3 volts at .2 milliseconds. Previously, it exhibited intermittent loss of capture at 2.2 volts output. The output was increased to 4 volts; however, now the thresholds had decreased. The impedance measurements were noted to be stable with good sensing measurements. It was noted there was no evidence of oversensing or noise. Technical services (ts) discussed since there was no oversensing or evidence of noise, it is likely the lead integrity is uncompromised and the higher thresholds could be related to the lead tip/tissue interface issue. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.